Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 1 month post-implant of a 29 mm sapien 3 valve in the native aortic valve, the patient presented with moderate to severe paravalvular leak (pvl). The valve was re-dilated with a 29mm commander delivery system with 2cc additional to the nominal volume. The pvl was reduced to mild pvl. A second valve was not placed . At the time of implant, the valve had been deployed with nominal volume in an 80:20 aortic/ventricular position. Post deployment there was none/trace pvl, and post dilation was not performed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 3 years and 1 month post-implant of a tavr procedure of a 29 mm sapien 3 valve, the patient have mod severe pvl. Post dilated valve with 2cc with mild pvl. The second valve was not placed.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Additionally, in this case, pvl improved after the balloon valvuloplasty was performed with extra 2cc, indicating that the valve could have been under-expanded during initial implantation (as noted). As such, available information suggests that procedural factors (valve under-expanded) and/or patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.